Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of one patient sample with anti-d reagents (clone bs226 and clone bs232) of erytype s abd+rev.a1, b when used on tango infinity. The patient sample was retested with erytype s abd+rev.a1, b on tango infinity the following day and yielded correctly negative results. Customer did not provide neither the patient sample that had caused false positive reactions nor the supposedly defective product for investigational testing. Therefore our quality control laboratory tested the retention sample of erytype s abd+rev.a1, b with different donor samples on tango infinity. All positive and negative reactions were correct. We did not observe any false positive reaction. The testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers with no indication for a malfunction. The instrument is confirmed to run within its specifications.